Event description:
It was reported that post paced t-wave oversensing was observed via merlin.net. Programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that programming changes were made and no further t-wave oversensing was noted. The patient was doing well with no problems reported.